Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause cannot be determined. (B)(4).

Event description:
A technician at the hosp reported that the trocar was found leaking during a vitrectomy surgery in the right eye. The product was replaced and the procedure was completed with no harm reported to the pt. No sample was kept for investigation. Add'l info is being requested.